Event description:
It was reported that patient underwent a hip procedure on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2014 due to an unknown reason. The head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; catalog number, lot number and expiration date - unknown; implant date ¿ unknown; the 510k number - unknown; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.